Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the blue pin socket power cable was caught and the casing pulled off the socket. The event occurred during clinical use, but there was reportedly no patient harm.